Event description:
Caller reported that the cartridge leaked insulin from the bottom where the fill rod or pump attaches. There was no adverse impact to the customer¿s blood glucose level. Caller experienced the issue once and was able to change the cartridge, successfully resuming insulin therapy. Technical support planned to issue a return merchandise authorization for the faulty cartridge.